Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with a (B)(6) infection. The implantable cardioverter defibrillator system was explanted. The patient was given a temporary life vest while the infection was treated. The patient was stable post procedure.